Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Clarification to model: serial number: (B)(4), lot number: 62703. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen was discovered as not connected at post-op check up. Affected eye is left. The device has been explanted and replaced with another xen. The event has been resolved.